Manufacturer narrative:
(B)(4). The device has been requested to be sent for eval from the user facility to bbm laboratory in (B)(4). A f/u report will be provided after the inspection results become available.

Event description:
As reported by the user facility (translation of user facility info by bbm sales organization in (B)(4)): under infusion - under infusion tpn 1500ml out of 1500ml has not infused over 18 hours. (B)(4).